Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed based on average drain current, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's pacemaker had early battery depletion within 4 years. The device was explanted and replaced. The patient was in stable condition.